Event description:
Customer reported hospitalization due to diabetes ketoacidosis and high blood glucose readings of 900 mg/dl. Customer was treated with manual injections at the hospital. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.